Event description:
Customer reported that his sensor readings are inaccurate. The sensor reading is usually higher than his blood glucose. Due to this, the device did not alert customer that he was going low. Customer stated he woke up in the middle of the night with paramedics around him and an IV in his arm. Customer's blood glucose was in the 30s. Customer stated he was in the process of moving, so the increased activity may have contributed to customer's low blood glucose. He was treated at home. Customer declined further troubleshooting because he was driving. He will call back later. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).